Event description:
Per attorney's original report: ni/ni/ni - pt required substantial medial treatment and developed pain, scarring, disfigurement and permanent injury. Based on a review of medical records provided by the pt's attorney: (B)(6) 2004 - ventral hernia repair with kugel hernia patch; (B)(6) 2004 - pt had problems with a deep umbilical fold of the wound, with some necrosis. Pt had evidence of infected mesh, with persistent drainage. Wound exploration, irrigation and debridement. There was found to be pinkish fibrinous-type material, which was removed from the left side of the mesh. The anterior surface of the mesh was exposed in the lateral 50% of its surface area. Remaining portion is densely adherent without any evidence of purulence of exudate. (B)(6) 2004 - recurrent periumbilical incisional hernia repair with non-bard allograft. No mention of previous placed mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt developed an infection. While the mesh was not identified as the source of that infection, the product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the reported event. Additionally, no sample has been returned. We have contacted the initial reported to obtain additional info and to request that the device be returned for evaluation, if available. If additional info is received, a supplemental MDR will be submitted.